Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 11/19/2018. (B)(4). Philip's field service engineer (fse) evaluated the device and verified the condition. The fse replaced the battery to address the issue. The ventilator passed all testing and operated within the manufacturing specifications.

Event description:
It was reported that during testing, the ventilator battery was not charging. The ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 07dec2018. Date of manufacturer: 06dec2018. MFR report #2031642-2018-02561 is a duplicate of an event previously reported under MFR report #2031642-2018-01112. Any additional information will be submitted under the initially reported MFR#2031642-2018-01112.